Manufacturer narrative:
Investigation summary: no samples or photos received for investigation. A device history review was performed for lot 2102316, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples from the same lot were evaluated and leakage test performed, no defects were observed. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported bd phaseal optima injector (n35-o) had leakage issues. The following information was provided by the initial reporter: "they had a leaking injector( n35-o) reported to us by the chemo suite.".

Manufacturer narrative:
Initial reporter additional phone#:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd phaseal optima injector (n35-o) had leakage issues. The following information was provided by the initial reporter: "they had a leaking injector( n35-o) reported to us by the chemo suite."